Manufacturer narrative:
(B)(4). Inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported that the sensor glucose level in the insulin pump was not available. The customer's blood glucose level was 296 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.